Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cracked lcd display found on (B)(6) 2021. Pump received with blank flashing white display and missing segments. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. Pump was cut open to perform visual inspection and found cracked lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing overlay and damaged display cover. Blank display and missing segments due to cracked lcd glass. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen had cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.